Event description:
It was reported that biomed had a arctic sun device that was failing the calibration for an error 2 (pre-warm inlet pressure error), expected -7.0 and actual -1.94, the inlet pressure is ok in manual control -7.0 but as soon as they connect a shunt or calibration test unit (ctu) the inlet pressure goes to -2.0 indicating a possible air leak somewhere. Per sample evaluation results received on 29jul2024, it was reported that no bypass flow. Calibration error 1 (pre-warm bypass flow error) received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was failing the calibration for an error 2 (pre-warm inlet pressure error), expected -7.0 and actual -1.94, the inlet pressure is ok in manual control -7.0 but as soon as they connect a shunt or calibration test unit (ctu) the inlet pressure goes to -2.0 indicating a possible air leak somewhere. Per sample evaluation results received on 29jul2024, it was reported that no bypass flow. Calibration error 1 (pre-warm bypass flow error) received.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is inadequate maintenance of the device. The device was evaluated upon receipt. Device had ctu error 1. The root cause of the error 1 and no bypass flow was determined to be a new manifold installed by the customer had the bypass flow adjust needle turned all the way clockwise (in) cutting off bypass flow. Adjusted the bypass flow to 1800 +- 50 ml/m at 28°c and -7.0 psi. Replaced both manifold hose clamps (tie wraps) with factory clamps to ensure a better seal to the manifold and prevent air leaks around the hoses. Corrected the routing of the pressure transducer wiring to between the manifold and the upper frame. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product" "the arctic sun¿ temperature management system is designed and built to have a high degree of reliability; however, failures can occur. Use the troubleshooting methods in chapter 7 or consult with medivance technical support to determine the root cause component for the failure. Once this root cause component for the failure has been determined, follow the appropriate procedure for removal and replacement of the component. An abbreviated list of spare parts and accessories is located in appendix d. For parts not listed, contact medivance technical support. In general, reverse the order of removal to install a replacement component. Please note any special instructions to the contrary." Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.